Event description:
It was reported the customer had fluctuating high and low blood glucose. Customer reported their blood glucose declining to 46 mg/dl. The customer also reported their blood glucose reaching 350 mg/dl prior to the phone call. Customer treated their blood glucose with 3 units of insulin by syringe. It was also found the customer was feeling irrationally angry and sick while on the phone. The customer requested to have their insulin pump replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.